Event description:
Boston scientific received information that this patient was subjected to electromagnetic interference (emi) which lead to asystole for an undetermined amount of time. Additionally, noise was observed. It was determined that the emi was occurring while the patient was undergoing rehabilitation, unrelated to the device. The patient was seen for chest pain, which they thought was a shock. While the patient was seen in clinic, the device was interrogated and noted this previous emi and asystole. There were no adverse patient effects as a result.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.